Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was dysfunctional. There was no indication that the product caused or contributed to an adverse event. No further information was provided related to this complaint. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because the alleged issue may impact insulin delivery function.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: investigation revealed that the display was blank. The pump was opened and the oled was found to be cracked. A test display was inserted and functioned properly. Additionally, investigation revealed internal moisture on the force sensor plate.